Event description:
It was reported that 1 bd ultra-fine¿ pen needle resulted in a needlestick injury. The following information was provided by the initial reporter: the customer reported that whilst cleaning a room the cleaner was stuck by a used nano ultra fine needle that was left behind by a guest who checked out of the hotel. The caller stated that the employee has already seen a doctor and will be following up with some additional treatments if needed. Caller is keeping the sample.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Initial customer phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date: unknown.

Event description:
It was reported that 1 bd ultra-fine¿ pen needle resulted in a needlestick injury. The following information was provided by the initial reporter : the customer reported that whilst cleaning a room the cleaner was stuck by a used nano ultra fine needle that was left behind by a guest who checked out of the hotel. The caller stated that the employee has already seen a doctor and will be following up with some additional treatments if needed. Caller is keeping the sample.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed. H3 other text : see h10.